Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2006 and that the patient was revised in 2009, due to loosening of fixation screw of the articular surface.